Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra meter was displaying the battery the battery indicator symbol. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. Since two weeks ago, the pt noted the reported meter was displaying the battery indicator symbol; he had not obtain any blood glucose readings. Three days later, the pt experienced the symptom of frequent urination. The pt did not receive any medical attention or treatment. The pt manages his diabetes with insulin on a sliding scale. Troubleshooting revealed the pt had not replaced the meter's battery as recommended by the MFR. The issue was not resolved as the pt did not have a new battery available. The meter, test strips and control solution were replaced. The pt did not replace the meter's battery as recommended. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.